Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile inspection of hypotube profile revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis revealed there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The device was attached to an inflation unit and held pressure, and the stent deployed successfully. Inflation was to the nominal rate of pressure of 11 atmospheres as per the instructions for use (IFU). The allegation in the complaint cannot be confirmed.

Event description:
It was reported that stent deployment difficulty occurred. The target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advance for treatment. However, during deployment and inflation of the device, the edge of the stent was noted to be rough, the surface was not smooth, and the diameter was not ideal after deployment. The device was simply removed without support and the procedure was completed with another of the same device. No patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent deployment difficulty occurred. The target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advance for treatment. However, during deployment and inflation of the device, the edge of the stent was noted to be rough, the surface was not smooth, and the diameter was not ideal after deployment. The device was simply removed without support and the procedure was completed with another of the same device. No patient complications reported, and the patient condition was stable post-procedure.